Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown zimmer uni knee bearing and unknown zimmer uni knee femur. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06805. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee arthroplasty revision due to wear of the bearing and fracture of the tibial component with evidence of metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.